Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 135 to 147 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/15/2018 and open vial date is (B)(6) 2015; past open expiration sate. The product is stored in the bathroom. The meter memory was reviewed for previous test result history (date / time not set): reviewed meter memory: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 135 to 147 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/15/2018 and open vial date is (B)(6) 2015; past open expiration sate. The product is stored in the bathroom. The meter memory was reviewed for previous test result history (date / time not set): reviewed meter memory: (B)(6).